Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The cover manifold was replaced to resolve the issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: hcs madison - (B)(4).

Event description:
The hospital reported the bag hose connector to the cover manifold is broken which caused a loss of manual ventilation. There was no patient involvement.